Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. Additionally, it was noted that the video connector could not be disconnected smoothly due to damage on video connector socket. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that the touch panel system of the visera elite ii video system center crashed while saving images to portable memory. The touch panel turned black and light emitting diode (led) status light was flashing. The system returned automatically after a long time. The issue occurred during an unknown procedure. The subject device was returned to olympus and an evaluation at the repair center revealed interruption in the power supply due to disconnection in the power supply unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the power issue occurred due to a power unit failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.